Event description:
It was reported that in 12/2002 pt had exploratory laparoscopy, laparoscopic lysis of adhesions, luna procedure, injection of anesthetic agents to uterosacral ligaments bilaterally. Ebl was minimal. At termination of the procedure, approx 1 container of gynecare intergel was instilled in the pelvic cavity. In 2003, pt was referred to clinic for treatment of pelvic pain.